Event description:
The device was received for service. During service testing, failure code 703 occurred. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary: the device evaluation was completed and the failure code 703 was confirmed (occurred during service testing) due to defective user interface module printed cicuit board(uim pcb). Service installed a new uim pcb and tested the device. A review of the complaint history revealed similar reports have been received for this product for the reported issue. This issue is currently being investigated.